Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush has fallen apart 4 times; 3 times metal part came loose; 1 time metal part with plastic came off the top of the brush holder [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) old consumer reported that while using an oral-b rechargeable toothbrush, version unknown, with oral-b brushheads, version unknown the brush fell apart four times. A metal part came loose from the front of the brush holder during three different uses, and during one use a metal part with a bit of plastic came off the top of the brush holder. No symptoms developed.